Event description:
Post-operative x-rays reportedly revealed four electrodes that were folded over and consequently four channels were deactivated for programming. In 2004 the pt reportedly experienced overly loud sensation and pain sensation while using the sound processor. Two days later the pt was seen by a co rep for device eval. A CT scan performed on this day confirmed no change in the electrode array position. Programming adjustments were attempted, but when placing external headpiece on the pt, pt experienced a pain sensation. The center will fit the pt with a digital hearing aid in the contralateral ear. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.